Event description:
It was reported that during a functional check at the distributor site, the autopulse platform would not pass the power on self-test and displayed an "out of service" message after initialization. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on 09/24/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.